Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 27.9 mmol/l. The customer's current blood glucose is 7.1 mmol/l. The customer was treated with manual injection in the hospital. Insulin pump was on auto mode. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The customer was experienced symptoms of high blood glucose level such as nausea, vomiting, dizziness. Infusion set had leak. The device will not be returned for analysis.